Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The customer was not hospitalized. The cause of death was possibly an insulin reaction or a heart attack. Customer had a heart condition, was a diabetic for 50 years, and had a few falls as well. The caller stated that paramedics had come out due to the customer's falls. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.